Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per surgical technique univer revers modular glenoid system - screw angulation - note: the screw angulation of nonlocking (variable-angle) and locking screws changes slightly based on the chosen baseplate. For specific angles, reference the chart. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or excessive mechanical forces during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/16/2025, it was reported by a sales representative via email that (qty. 2) of an ar-9563-32 peripheral screw failed to thread into the baseplate. Two different locking screws from separate lots were attempted, but neither fit. As a result, the surgeon opted for a non-locking screw to complete the procedure. No components broke in the patient. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.